Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent proxi was selected for a thrombectomy procedure. The catheter was primed successfully; however it stopped mid-use and displayed a message to spike the bag and check saline supply. The console was turned off and one again and the catheter was re-primed. Aspiration was initiated inside the body. However, the device intermittently stopped and displayed the errors again both with and without power pulse and it was noted that blood leaked significantly from the inside. There were no patient complications reported.